Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a little over a week post-operative of a laparoscopic chole where ducts were clipped, the patient got sick and had to be brought back in the hospital to drain bile leak. The clips scissored and punctured the duct. The patient was transferred to a different hospital and is still hospitalized.